Event description:
The hcp reported the patient had a post operative bleed due to a coagulation issue. The pump was slowed to shelf state shortly after surgery "due to multiple factors." The patient will "undergo revision of catheter in january and resume reuse pump."